Event description:
It was reported that cardiac perforation and pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and perforated the back wall of the laa. The perforation resulted in a pericardial effusion with cardiac tamponade. The patient was brought to surgery where a thoracotomy was performed to treat the effusion.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. Analysis of the device included microscopic and visual examination. Inspection of the hub, sheath, tip, core wire and implant found numerous kinks in the sheath. There was tip damage as there were abrasions on the distal end of the sheath, the distal marker band was flattened, and the tri-cuts were flared. The implant anchors were damaged. The tip damage and anchor damage are consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. There was no other damage or defect found on the remainder of the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported that cardiac perforation and pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and perforated the back wall of the laa. The perforation resulted in a pericardial effusion with cardiac tamponade. The patient was brought to surgery where a thoracotomy was performed to treat the effusion.